Manufacturer narrative:
The clinical evaluation confirmed endoleak iiia and a type ii. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. Device remains implanted in the patient and was not returned, no evaluation completed. The root cause is inconclusive, there is not enough information to determine the root cause of the event. Potential contributing factors to the reported event include; patent, and large ima and lumbar might have contributed to the endoleak ii. These types of events will be monitored and trended as part of the quality system.

Event description:
Patient initially implanted with a bifurcated and a suprarenal aortic extension on (B)(6) 2014. Upon follow-up, computed tomography (CT) revealed a potential type 3a or 3b endoleak. Physician has scheduled a secondary procedure, the secondary procedure has not been completed. Additional information: the patient had a secondary on (B)(6) 2016, and the physician elected to treat the patient with a suprarenal aortic extension to seal the endoleak 3a. However, the leak persisted and decided to reline the entire graft with a main body.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated and a suprarenal aortic extension on (B)(6) 2014. Upon follow-up, computed tomography (CT) revealed a potential type 3a or 3b endoleak. Physician has scheduled a secondary procedure, the secondary procedure has not been completed.